Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Upon deployment/full release of the evoque valve, patient went into complete heart block with an underlying junctional rhythm about 40bpm which converted to 2:1 2nd degree av block after about a minute. The final valve deployment position was stable at annular level. Due to the stable rhythm, it was decided to remove the evoque delivery system and wire and place a temporary pacing wire through the femoral vein access site. Ep was consulted. Once ep arrived, patient had converted to a sinus tachycardia about 115bpm. It was decided to place a temp-perm pacemaker via right internal jugular access in case high grade av block returns. The patient did end up needing the permanent pacemaker (ppm). The temp-perm was removed, and a leadless ppm was successfully placed. The patient is doing well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for "valve interacts with conduction system" was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record review was completed. There were no non-conformances related to the issue observed or identified, and this device passed all manufacturing and sterilization inspections. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block, requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.